Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction. Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, altered gait, loss of range of motion, tenderness, and lack of mobility. Legal counsel for patient further reported the presence of dark clear yellow fluid, thickened joint capsule, osteolysis, bone loss and abnormal tissue were allegedly noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, altered gait, loss of range of motion, tenderness, and lack of mobility. Legal counsel for patient further reported the presence of dark clear yellow fluid, thickened joint capsule, osteolysis, bone loss and abnormal tissue were allegedly noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records revealed the (B)(6) 2013 revision was due to suspected local adverse soft tissue effects due to elevated metal ion levels. The patient's operative report noted dark clear yellow fluid, abnormal synovial hypertrophy, and osteolysis.

Manufacturer narrative:
(B)(6).

Event description:
Legal counsel for patient reported that patient underwent total right hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, altered gait, loss of range of motion, tenderness, and lack of mobility. Legal counsel for patient further reported the presence of dark clear yellow fluid, thickened joint capsule, osteolysis, bone loss and abnormal tissue were allegedly noted during the revision procedure. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records revealed the (B)(6) 2013 revision was due to suspected local adverse soft tissue effects due to elevated metal ion levels. The patient's operative report noted dark clear yellow fluid, abnormal synovial hypertrophy, and osteolysis.